Event description:
It was reported that the infusion tubing had broken away from the connection at the headset of the infusion set and was leaky. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).